Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. Error message was not observed. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer was unable to obtain readings due to the adc device error message issue. As a result, customer experienced symptoms of hypoglycemia and was unable to self-treat. Customer's mother provided one piece of sugar as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer was unable to obtain readings due to the adc device error message issue. As a result, customer experienced symptoms of hypoglycemia and was unable to self-treat. Customer's mother provided one piece of sugar as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.